Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds other reports against the femoral head and acetabular liner. Per procedure, the devices are exempt from device history review. No other reports against the remaining product and lot code combinations since their release to distribution were found. Additional event information and investigational inputs were requested but not provided. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address painful subluxation. There was black tissue in the joint, and a new cup was implanted with proper version. It was also noted that there was a thumb-size hole in the inferior medial wall of the acetabulum, and a finger-size hold along the backside of the greater trochanter. The surgeon was unsure of the cause of the holes, and they were filled with bone graft.